Event description:
Per the clinic, the patient refused to wear the external processor for unknown reasons. The child is autistic and was sedated using general anesthesia is order to evaluate the internal device. It is assumed that an intravenous line was used during the sedation of the patient. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.